Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the air water tube and air water cylinder had foreign objects. Additionally, due to the wear of switch 3, water tightness was lost, and the screw stopper was replaced for preventive maintenance. Due to corrosion on the endoscopic position-detecting unit, the endoscopic position-detecting image temporarily disappeared. Due to damage to the plug unit, the focus was not changed to near the point. The scope connector cover unit, plug unit, scope connector case unit, and circuit board unit in the suction connector had corrosion due to water leakage. The plastic distal end cover was deformed. The light guide lens had a chip, and the adhesive on the bending section cover or distal sheath had a crack. The connecting tube had a cut, and the universal cord had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had an e315 scope error. The cap was forgotten to be removed during manual reprocessing. The moisture was in the supply plug. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the investigation findings, it is likely the foreign material remained because the user did not properly conduct reprocessing. The event can be detected and prevented by following the instructions for use which state: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The customer's reportable malfunction e315 was not confirmed. Based on the results of the investigation, it is probable switch 3 sustained damage during user handling, allowing water to penetrate the device from the compromised location. Consequently, this water damage affected the circuit board inside the scope connector, leading to the event. Alternatively, there is a possibility that water entered the device through the venting connector, causing damage to the circuit board inside the scope connector and resulting in the event. The following events can be detected and prevented by following the instructions for use which state: chapter 3 preparation and inspection. The equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection. The workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Chapter 5 troubleshooting. The countermeasures against troubles are described in this chapter. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor field performance for this device.